Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. The pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The pump was received with stripped battery cap coin slot, cracked battery tube threads, minor scratched lcd window, cracked reservoir tube lip, and broken belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the pump had damage, button error alarm and no delivery alarm. The blood glucose at the time of the incident was 305 mg/dl. The customer states the battery compartment is stripped and had to use a screwdriver. He states the no delivery alarm was resolved by a complete set change. There was troubleshooting done for the button error. The device will be returned for analysis.